Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 31july2019. The product support engineer advised customer that cpu may be faulty. This is a check vent alarm only. The primary alarm test is executed during power on (power on self test) and if it fails error code 1102 (primary alarm failed) is annunciated; since it occurs at post, it would not occur during ventilation. Fse - advised customer that cpu may be faulty. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported the unit has 1102 code; primary alarm test failed. There was no patient involvement.